Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the delivery system introducer sheath was kinked/buckled. The sheath of the delivery system introducer was damaged. The dilator of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. The analyst noted the dilator was returned with the introducer. There was a nick at the distal end of the introducer sheath. The introducer sheath was kinked at 24.5 cm from the distal end. The dilator distal end was slightly bent. If information is provided in the future, a supplemental report will be issued.

Event description:
The leadless implantable pulse generator (ipg) delivery system and introducer were returned for analysis. The delivery system and introducer were analyzed and tested out of specification. No patient complications have been reported as a result of this event.